Event description:
The customer reported a red x when they went to use the device in a cardiac arrest. There was no negative impact as the users had a second defibrillator available for use.

Manufacturer narrative:
(B)(4). The customer reported a red x when they went to use the device in a cardiac arrest. There was no negative impact as the users had a second defibrillator available for use. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.